Manufacturer narrative:
(B)(4). Additional information: joint cover. The analysis found that one long60a device was returned inserted through a cb12lt trocar, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. No further functional testing could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, during the firing, the device cut without staple and it didn't open. The device jammed on the stomach tissue and it didn't open and the surgeon had to use another instrument to complete the surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device eventually open? No. If the device did not eventually open, how was it removed from the tissue? Cutting the tissue around the border of the jaw. What color reload was being used? Green reload ( ecr60g ). The product code was mistakenly reported. The correct code is long60a instead of ec60a.